Event description:
Patient with a painful right knee - anterior knee pain with swelling. Surgeon noted signs of metallosis in all compartments of the knee. Polyethylene wear was evident and widespread.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.